Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Four year ago, pt had an exeter trident implanted. Pt had a collection of pus on the anterior aspect of the hip. This was drained and all implants were removed and an antibiotic hip spacer was implanted with beads. These were subsequently removed on (B)(6) 2011 and a restoration modular cone conical stem, v40 femoral head, tritanium shell and 10 degree poly liner were inserted.